Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the analysis, frayings of the insulation could be seen about 13 cm and 14.5 cm distal of the df4 connector pin. These damages are with high probability to be regarded as the cause of the clinical complaint. The position and kind of fraying are characteristic for massive mechanical stress of the lead due to pressure and friction at the generator housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. During further inspection, squashing in the form of a 360 degree radial constriction of the lead body was detected about 25 cm distal of the is-1 connector pin in the area of the ligature, which is probably the result of a tight binding of the ligature thread. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The lead was explanted. No lead damage was noticed during explantation.